Manufacturer narrative:
For the investigation the provided logfile was analyzed. No entries were stored at the date of event. The first entries were logged after a repair was done by the hospital biomed which indicates that either the log file was cleared after the repair or that the entries were overwritten due to further usage of the device. However the reported error codes 13.98.001 or 13.98.002 are indicating, that the device is not able to start ventilation after a coldstart (before starting an operation) or after a warmstart (operation was started, with or without patient involvement), an alarm is generated. In the event of an unsuccessful warm start, an interrupted audible alarm is kept activated and the emergency-breathing valve remains open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary in case of patient involvement. It was not possible to clarify the root cause due to a lack of information. In general a failure of the pcb of the cpu 68332, of the pneumatic controller or the graphic controller might lead to the reported error codes.

Event description:
It was reported there was a ventilator failure while in use. There was no report of patient injury. The biomed called in and wanted assistance repairing the machine and provided the following code from the machine: 13.98.001, 13.98.002 - it was recommended by tech support to replace the pneumatic board. The biomed replaced the board, tested the unit, and it is working according to dräger specifications. He retained the board and is sending it in for the investigation should it be requested.